Manufacturer narrative:
Report confirmed. The device was tested and the max temperature was measured to be 146.8°f. The likely cause was identified as corroded collet. It was also noted that the device was noisy. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating and making noise with attachments. It was reported that there was no patient or staff impact and no procedure delay. Repair request escalated to a product event based on reason for return. On follow-up, it was reported that this device has been used with multiple attachments and the issue was with the motor.